Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was a kink 32.3cm distal from the strain relief. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. No issues were detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid to common carotid artery. After a filterwire ez guidewire crossed the lesion, a 4-30 sterlng balloon catheter was used for pre-dilatation, followed by placement of a 10-31 carotid wallstent. A 5.5mmx20mmx135cm sterling balloon catheter was then advanced for post-dilatation. However, during inflation, leakage of contrast agent and pinhole leak was observed. The procedure was completed as the required expansion was obtained. Post-procedure, visual dilatation with saline solution was performed but no major leak or image was observed in the balloon material. No known patient complications were reported.

Event description:
It was reported that balloon pinhole occurred. The 80% stenosed target lesion was located in the moderately tortuous and non-calcified internal carotid to common carotid artery. After a filterwire ez guidewire crossed the lesion, a 4-30 sterlng balloon catheter was used for pre-dilatation, followed by placement of a 10-31 carotid wallstent. A 5.5mmx20mmx135cm sterling balloon catheter was then advanced for post-dilatation. However, during inflation, leakage of contrast agent and pinhole leak was observed. The procedure was completed as the required expansion was obtained. Post-procedure, visual dilatation with saline solution was performed but no major leak or image was observed in the balloon material. No known patient complications were reported.